Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, collar, and drive feature. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 64067478. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3454) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (64067478) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed after a fistual was observed at the apex of the implant after placement. Tooth location #3.